Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the sensor was broken and had issues with it. The customer¿s blood glucose was 160 mg/dl. The sensor will not be returned for analysis.